Manufacturer narrative:
(B)(4). Batch # m55y7k. The analysis found that one ple45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: can you please clarify the statement you made regarding "it did not complete cutting and stapling at all". Did the device deliver any staples? The device delivered some staples but it did not form b-shape. If yes, were the staples formed properly? No, it did not form b-shape at all. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No. It did not. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? At the 4th firing, the blade could not cut the tissue at all. How was the procedure completed? Were there any patient consequences as a result of the event? The surgeon used another cartridge (ecr45d) to the remained left side of the stomach and completed the procedure. We are going to follow up this event with the surgeon.

Event description:
It was reported that during an unknown procedure, during the fourth firing the device with ecr45d to the stomach the remaining tissue of stomach was milking out to the distal tip of the jaw and it did not complete cutting and stapling at all. It is unknown how the procedure was completed. It is unknown if the patient had any adverse consequences.